Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03230. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   The device was used in an off-label implantation in the mitral position (valve in ring).  As there are no specific IFU or training materials related to vir procedures, the available training materials were reviewed only for information potentially relevant to the device use.   Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography.  Caution should be used for pre-existing prosthetic ring in any position.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. There are several potential etiologies for ventricular perforation during a valve in valve (viv) procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.  Per the edwards sapien 3 transcatheter heart valve with the edwards commander system training, take time to ensure wire is tracked to apex of left ventricle and does not get caught in the mitral chordae.  Once the delivery system is inserted, the stiff portion of the guidewire should extend beyond the distal end of the delivery system at all times to protect the apex.   Guidewire can move proximally during valve alignment., do not force the thv. Use short movements to prevent ¿jumping¿ of the thv into the ventricle use rao or ap projection to ensure wire position is maintained in the ventricle.  The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the left ventricular perforation likely was cause by the guidewire during crossing the septum.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, this was a double tmvr-tavr. A 29mm sapien 3 valve was placed in a pre-existing surgical valve in the mitral position via transseptal approach. A ventricular perforation was observed and was repaired after the tmvr and the tavr. Per the fcs, the left ventricular perforation likely was cause by the guidewire during crossing the septum. After the tmvr, a 26mm sapien 3 valve was to be placed in the native aortic position, however during deployment the valve 'ejected' from the native annulus. The valve migrated beyond the left subclavian and was able to be deployed in a stable condition. A non-edwards valve was then placed in the aortic root. It was believed that the commander delivery system balloon interacted with the valve placed in the mitral position causing it to ¿eject¿ from the native aortic annulus. Patient became hemodynamically unstable and a pleural effusion was observed from a 'hole' in the descending aorta. Unsuccessfully attempts were made to repair the hole in the descending aorta with stent grafts. The patient subsequently expired. It is unknown if the hole in the descending aorta was caused by the CPR that was performed or from pulling the embolized valve back. There were no device malfunctions.